Event description:
It was reported that during a hospital visit, the health care professional (hcp) called technical services (ts) for consult review of this implantable cardioverter defibrillator (ICD) stored device data. Upon review, the ventricular episode showed the patient to be in an atrial driven arrhythmia with possible rapid ventricular response (rvr). The ICD inappropriately delivered seven bursts of anti-tachycardia pacing (atp) and one shock which converted the rhythm. Ts noted the right ventricular automatic threshold (rvat) test was detected to be in suspension possibly due to high pacing thresholds on the right ventricular (rv) lead. The presenting electrogram (egm) showed the device to also exhibit farfield r wave oversensing and possible myopotential noisy signals on the atrial lead. It was noted the rv lead is a competitor product. Ts discussed possible programming options with the hcp and recommended for an in-person visit to further evaluate the ICD system. No additional adverse patient effects were reported. The ICD and rv lead remain in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).